Event description:
It was reported that stent damage occurred. Vascular access was obtained via contralateral approach. An 8.0x40x75cm express ld vascular stent balloon expandable was advanced for treatment. However, the device was unable to cross the lesion, and the stent was found lifted. The procedure was completed with another of the same device. No complications were reported.